Manufacturer narrative:
Results of investigation: the suspect device was not returned to vyaire medical for evaluation. However, the exact root cause is not determinable as there was no failure noticed, ventilator functioned as it designed. Assuming user was expecting a disconnection alarm ( for example when the mask was misplaced). Disconnection alarms in a_niv modes will trigger only when the patient circuit got disconnected from the inspiration port all other times the ventilator will trigger an alarm for high leakge.

Manufacturer narrative:
The suspect device has not been return for investigation. Log file analysis reveals no single alarm logged between 12 am and 6 am. However, at 6:02 am, there was a high leakage alarm. Leak percentage values were not part of the trend data provided, but the leakage that was present at that time was most likely not high enough to trigger a disconnection alarm. Furthermore, no root cause has been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that the bellavista1000 ventilator did not alarm for a complete circuit disconnect. Issue happened after 12am and between the hours of 5 and 6am on (B)(6) 2023. At this time, the customer has not provided any information regarding patient harm or injury associated with the reported event.